Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump in use with a cassette with green flow stop exhibited a "no disposable, clamp tubing" alarm. Per reporter the residual volume was 24.5 ml, rate 2 ml and given 70.15 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.